Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received, "preparation of cement for knee prosthesis. Room temperature is normal. However, cement sets very quickly, time less than 8 minutes for low viscosity." Lot: 4147052, manufacturing date: 20 apr 23, expiry date: 31 mar 26, quantity: (B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time. There are no non-conformances associated with this batch. The samples returned were tested in a temperature and humidity-controlled laboratory lot: 4147052, dough time: 2min 38s (5 min 30s max), mix characteristics: soft, setting time: 8min 39s (7 min 30s to 11min). The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref: (B)(4) master specification: depuy cmw 3g gentamicin bone cement). A manufacturing record evaluation was performed for the finished device product 3335040, lot 4147052, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device product 3335040, lot 4147052, and no non-conformances / manufacturing irregularities were identified.

Event description:
Additional information was received and stated that the ampoules are broken in the cup then the powder is added and mixed. Mixing 20 to 30 seconds. Between mixing and application was 6-7 minutes whereas normally it is 13 - 15 minutes. The cement was reported to set too quickly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Preparation of cement for knee prosthesis. Room temperature is normal. However, cement sets very quickly, time less than 8 minutes for low viscosity. Use of additional dose because the cement sets too quickly. No modification of the storage link, nor in the transport between the pharmacy and the operating room.